Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface and system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged several event codes. Additionally during the boot up process, the device display appeared blank and did not respond a button press, which indicates an issue with the boot up process. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u2.